Event description:
The pt reported that they used the suspect device to check their blood glucose and pt obtained a result of 349 mg/dl. Pt then administered 20ml of humulin r and 20ml of humulin nph instead of their normal prescribed doses of 12ml foe each insulin type. About five hours later pt experienced hypoglycemia. An ambulance was called and the emergency medical technician's tested their glucose at 20 mg/dl on their own meter. Pt was treated with a dextrose IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.